Event description:
A report was received on 16 may 2023 from the medical examiner regarding a 64 year old female approved for performing solo home hemodialysis treatment with an extensive medical history including diabetes and end stage renal disease, who stated the patient expired during a home hemodialysis treatment on (B)(6) 2023. Additional information was received on 18 may 2023 from the home therapy nurse (htn), who stated no issues with treatment were reported and no further treatment details were available. The patient''s autopsy report and cause of death were requested but not provided. Per the htn, the patient''s death was unrelated to nxstage product or therapy.

Manufacturer narrative:
The involved product was not received for evaluation. A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).